Event description:
It was reported that a patient underwent pelvic surgery in 2004. During 2009, the patient experienced a 5mm exposure of the mesh at the vaginal fundus level. It is planned for the patient to undergo surgery five months later.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.